Event description:
The device failed the leak test during performance of an incoming eval. The svc technician inspected the device and adjusted the safety dump spring. The unit passed extended testing. This report is not an admission by co this device caused or contributed to the event alleged in this report.